Event description:
A customer contacted beckman coulter inc. (Bci) regarding low results for valproic acid (vpa) generated by the synchron lx I 725 clinical system on three different patient samples. Two patients intermittently give low results, one patient consistently. The specimens were re-tested on two other instruments, which also gave the same low results. It is unknown if treatment was initiated or withheld, but the physician questioned the results.

Manufacturer narrative:
Samples were collected in yellow top serum separator tubes. Based on the qc charts, qc on the days of the events was also low, but within the lab's established ranges. A field service engineer (fse) was not dispatched for this event. Upon recur, treatment could be impacted based upon the erroneous vpa results. A definitive root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.